Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown helical blade /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Therapy date of concomitant device is unknown. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) blade cutout of the femoral head. Six (6) weeks prior to (B)(6) 2017, patient was implanted with a nail and helical blade. On an unknown date, patient slipped/fell. Due to the slip/fall, patient went back for a revision on (B)(6) 2017. During the revision, it was discovered the helical blade migrated and cut through the femoral head. The surgeon removed and replaced both the nail and helical blade. There was no delay during the revision surgery and the procedure was successfully completed. No additional information is available. Concomitant device: unknown tfna nail (unknown part, lot, and quantity 1) this report is for an unknown helical blade. This is report 1 of 1 for (B)(4).